Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. The device was returned to gore and an engineering eval is being conducted. A follow-up report will be sent upon completion.

Event description:
On (B)(6) 2011, the pt was treated for an abdominal aortic aneurysm using gore excluder aaa endoprostheses featuring the c3 delivery system. Pt anatomy was unremarkable. The devices were appropriately placed and deployed without incident. There was difficulty removing the delivery catheter and wire. The contralateral guidewire was stuck in the eyelet of the constraining loop. Force was applied to break the constraining loop, which then freed the catheter for removal from the sheath. The procedure concluded without any injury to the pt. The pt was discharged the following day. Further investigation is in process.